Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having connection issues with the programmer for her implant. It was also stated that the patient went to the airport and needed to shut her device off but she couldn't. The patient noted that on the controller it said the device not responded, retry or end session. The patient reported that it could take up to ten minutes to connect. It was reviewed that it could be because of new implant and swelling. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.